Event description:
A customer reported a malfunction on the pump, specifically a momentary power loss to the vibrator motor. This issue resulted in the customer's blood glucose level displaying as "high," but no specific value was provided. To address the high blood glucose level, the customer used both a correction bolus via the pump and a correction injection via manual delivery. A reset of the pump was conducted with the assistance of technical support, which resolved the malfunction as it did not recur post-reset. The customer was instructed to continue using the pump and to call back if the issue reappeared. The customer declined further immediate assistance while re-loading the cartridge for insulin.